Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: aw-cylinder has foreign objects, aw-tube has foreign objects, j-tube has foreign objects, c-cover has a burn. The most probable cause of the identified failures is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gif-h190 exhibited aw-cylinder, aw-tube and j-tube has foreign objects, also c-cover has a burn. There was no patient involvement.